Manufacturer narrative:
Investigation results: one sample was received by our quality team for evaluation. Photos were taken of the sample, and it was then forwarded for further analysis. Unfortunately, it was obtained by customs, and we could not retrieve it. Please understand this is a rare occurrence and we apologize. Based on the photos taken of the sample, the reported defect could be verified since material was seen in the fluid path of the syringe. However, since we no longer have the physical sample, testing on the material cannot be completed. A walk through of the manufacturing line was still completed to identify potential sources of contamination. A potential source of the material could be plastic from the manufacturing process. Improvements have been made because of this report. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll s/c 50 contained foreign matter. Bd 20 ml syringe luer-lock tip syringe with small plastic piece inside. Pharmacy technician identified plastic remnant in bd 20ml luer-lock tip syringe.